Event description:
I used fixodent and poligrip and sea bond 1982 - 2009. While using these products, I began experiencing numbness and tingling in my extremities. In 2003 started using cane. I could not walk without falling. I was diagnosed with neuropathy. Permanent medical treatment required. Also anemia (1996). Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1. 1982 - 2009. 2. 1984 - 2009. Event abated after use stopped or dose reduced: no.